Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided..

Event description:
It was reported that the patient had been hospitalized due to the product. It is unknown what the issue was since the patient did not want to provide information. It is unknown how the patient was treated or when they were released from the hospital. Three follow ups were attempted but no new information was provided.